Event description:
It was reported the device has problems with the alarms. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). This complaint is a supplemental to 9610816-2025-000128 due to incorrect registration number used. A philips field service engineer (fse) evaluated the device and confirmed the issue was due the customer network latency issues. The customer was provided information on how to make network changes to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.